Manufacturer narrative:
Report source as "other" selected as the reporters relation to the patient is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the caller has to walk the patient outside to recharge. Recharging won't work inside the building. The issue began (B)(6) 2017. There were no symptoms reported. No further complications were reported or anticipated.